Event description:
Abbott free style libre 2 consistently fails. Stops working after 8 or 9 days. Impossible to deal with overseas customer service. Some time have to call 7 or 8 times and they do not return calls. In the mean time I have diabetes and no reader. They are expensive and stop working much earlier than advertised causing many patients to be at harm. How was this product approved by the FDA? FDA safety report ID# (B)(4).